Manufacturer narrative:
The technician found the left head side rail latch cover badly bent. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the left side rail latch cover to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the left head side rail is not latching when raised. The bed is located at the hill-rom service ctr. There was no pt/user injury reported. (B)(4).